Manufacturer narrative:
Follow-up received on 22-aug-2016. Quality-safety evaluation of ptc: (B)(4). In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, it is possible the essure device could have been defective prior to removal from the package. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 24-aug-2016 for the following meddra preferred term: pelvic pain. The analysis in the global safety database revealed 1417 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment. This spontaneous non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and started to have pelvic pain 15 days after insertion. A surgery was performed to remove the device approximately 3 years after its insertion. She also reported vision loss that resolved prior to essure removal. These events were considered serious due to medical significance. Pelvic pain is a listed event in the reference safety information for essure, vision loss is unlisted. After essure insertion, pelvic pain may occur. Given the positive temporal relationship and nature of the event pelvic pain, causality with essure cannot be excluded. Considering the pathophysiology of the event vision loss, the local effect of essure in the fallopian tubes, and since the event resolved prior to essure removal, causality was assessed as unrelated. Non-serious events were also reported. This case was regarded as incident since device removal was required. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible.

Event description:
This is a spontaneous case report received from a (B)(6) female consumer via regulatory authority (case# (B)(4)) in (B)(6) on (B)(6) 2016 who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2013. Consumer reported that she presented pelvic pain, headache, abdominal pain and extremities pain 15 days after the device was implanted. Also, 4 months later, she presented eyes swollen and vision loss. This finished at the end of 2015. On (B)(6) 2016, a surgery was performed to remove the device. Consumer was allergic to nickel and silver. Consumer considered all events related to essure. Company causality comment: this spontaneous non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and started to have pelvic pain 15 days after insertion. A surgery was performed to remove the device approximately 3 years after its insertion. She also reported vision loss that resolved prior to essure removal. These events were considered serious due to medical significance. Pelvic pain is a listed event in the reference safety information for essure, vision loss is unlisted. After essure insertion, pelvic pain may occur. Given the positive temporal relationship and nature of the event pelvic pain, causality with essure cannot be excluded. Considering the pathophysiology of the event vision loss, the local effect of essure in the fallopian tubes, and since the event resolved prior to essure removal, causality was assessed as unrelated. Non-serious events were also reported. This case was regarded as incident since a device removal was required. A product technical analysis is expected.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.